Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got hospitalized due to high blood glucose with blood glucose of 500 mg/dl at the time of the incident. The customer reported getting multiple no delivery alarms. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer changed the set and reservoir and site every time they got a no delivery alarm, and they believe there is something wrong with the pump. Troubleshooting was not completed . The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The stop current and run current measurement tests are within specification. Device also passed the off no power alarm test and a21 error test. Device passed tone check on self test. Device failed vibrate check on self test due to broke black vibrator motor wire. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip.